Manufacturer narrative:
No unexpected restart was noted. No unexpected error alarms were noted. The insulin pump passed the displacement test, self test or reset error test. The insulin pump had an alarm in the alarm history due to a corrupted history file. The insulin pump patient information was able to be uploaded. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. The insulin pumps memory data is corrupt. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.